Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, tubing is kinked. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no harm to the pt.

Manufacturer narrative:
Terumo did not receive the actual device; therefore, no physical evaluation was performed. Photos confirmed kink in tubing, which may be due to layering. Layering has been revised to avoid future kinking in packs. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed in file in quality management for appropriate tracking, trending, and follow up. (B)(4).